Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent a right and left ventricular outflow tract ablation procedure for idiopathic ventricular tachycardia with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade requiring a pericardiocentesis. After successfully completing the procedure, while in the recovery room, the patient became hypotensive and a cardiac tamponade was confirmed. A pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition. There is no information regarding the hospitalization. The patient outcome is improved. No transseptal puncture was performed. There is no information regarding the sheath. Generator parameters were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow setting was not reported. No error messages were reported on biosense webster equipment. There was no information regarding anticoagulation during the procedure. There were no factors cited that may have contributed to the adverse event. The physician did not provide causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.